Manufacturer narrative:
H4: the manufacturing date is between 18may2020 and 19may2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information b5. B5: the quantity of the affected devices was clarified as 56 bags. Five (5) actual devices were retained by the customer and the device was evaluated by an independent laboratory. It was further reported, the particulate matter was stated to be styrene copolymer; however, the condition could not be confirmed nor refuted. The remaining 51 devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter was observed inside an unknown quantity of exactamix 250 ml eva tpn bags after filling. Magnified inspection by the customer "believe it to be material from the port cap seam being sheared off when capping the port after filling". There was no patient involvement. No additional information is available.